Event description:
It was reported that the cuff did not adhere to the skin and the catheter backed out.

Manufacturer narrative:
Record review. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy. We are unable to determine the cause or factors which contributed to this event.